Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The same day as event onset, the patient was treated with intravenous injection of tazar (4.5gm twice a day, duration not reported), and intraperitoneal vancomycin (1gm, frequency and duration not reported).the patient was recovered from this peritonitis event. Action with dianeal therapy was not reported. No additional information is available.